Event description:
It was reported that during a biopsy procedure two devices failed to fire. A third device was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
The lot number has been provided and the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The second sample was returned with the cannula partially retracted, exposing a portion of the sample notch. No damage was not noted on the cannula and the sample notch. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The sample was functionally tested by attempting to twist the rotational knob once to prime the device. The device could not be primed due to the loose particles. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub was found to be broken. The investigation is inconclusive for failure to fire, as the devices could not be functionally tested due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The info provided by bard represents all of the known info at this time.